Manufacturer narrative:
The main component of the device system the relevant components includes: product ID: 8709, lot# l55002, implanted: (B)(6) 1998, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving a dose of 0.156mcg/day at a concentration of 25mcg/ml of prialt via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported a motor stall was seen at initial interrogation. The event log reported multiple motor stalls and recoveries. The dates of the stalls were noted as follows: (B)(6) 2016 with recovery on (B)(6) 2016, stalling and recovering again on (B)(6) 2016, stall and recovery on (B)(6) 2016, and a final stall and recovery on (B)(6) 2016. It was unknown if the patient had magnetic resonance images (MRI) corresponding with those dates. The patient was noted to have had a spinal fusion in (B)(6) and questioned whether it was possible for the appointments leading up the fusion to line up with the stalls and recoveries. No reported symptoms were mentioned. The patient had the intrathecal portion of their catheter removed some time ago and the pump end of the catheter was tied off with the pump infusing at minimum rate. The healthcare professional (hcp) decided to just revise the catheter and did not replace the pump; the implanted catheter length was 89cm. The newly implanted catheter segment of 19.5cm was primed with 0.205 total prime.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.